Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack after exposing it to lake water and it started to receive the critical pump error and open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported a crack and a critical pump error after exposing the device to lake water. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rail, cracked middle (enter) keypad button. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement tests; it failed sleep current measurement and self tests. Self test returned a pump error 75. Attempt to download/upload using crest/thus was successful. The formatted history file confirms pump error 63 (variableinfo = 0x0c) due to a hardware anomaly. The pump error occurred on (B)(6) 2021 @ 13:28. The case was cut open. After visual inspection, there is corrosion on/around the following: keypad flex cable terminal; electrical board a1--electrical board, j6, components located at the top of the back side of the board, j2, u2; electrical board a2--j1, lcd flex cable terminal. In summary, the customer¿s report of a crack and a critical pump error were confirmed during testing. The critical pump error (open book image) alarm, pump error 63, and pump error 75 are all due to the moisture damage on electrical board a1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.